Manufacturer narrative:
(B)(4). Batch # = m93a9w. The analysis results found that the el5ml device was returned in good visual condition. In addition, 3 malformed clips were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, unable to clip properly. The clip will misform. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.